Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(6), (B)(6) 2016: cannot get med into pump, (B)(6) could not aspirate catheter during implant, (B)(6) pump replacement in (B)(6) 2016, and (B)(6) catheter located at t9 instead of t7. Information was received from a consumer regarding a patient receiving baclofen 140 no known units for an unknown total dose and bupivacaine 40 no known units for an unknown total dose via an implant pump for non-malignant pain. It was reported on an unknown date the pump was moving and loose. Patient stated after the third surgery in three months patient went back and said there was something wrong with the pump was it was down to far on her hip for the second time in two months. It was noted when patient laid on her side, the whole pump moved. Healthcare professional (hcp) moved pump and stated it was really loose and did not suture it in properly. Hcp stated the patient fell, which caused the pump to move, but patient stated she did not fall. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.